Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A surgical technician reported a patient with diffuse lamellar keratitis of the left eye one day following lasik treatment. The topical steroids were increased and an oral steroid was prescribed. Additional information received; the symptoms resolved eight days following onset and the patient is happy with results. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.